Event description:
A consumer called to report allergy type symptoms (hives, swelling in both eyes, itchy eye lids) that have developed following cataract surgery. The relationship between the reported symptoms and the intraocular lens is not known. More info is being sought from the implanting surgeon.

Event description:
Add'l info provided by the implanting surgeon indicates that a possible cause for the pt's reported periorbital swelling has not been identified. The pt has been referred to an oculoplastics surgeon to determine if the symptoms may be related to prolapsed fat through the orbital septum.